Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed, and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient¿s legal guardians reported that the patient developed an irritation and infection at the pod insertion site (leg) after wearing the device for approximately 49 to 71 hours. On (B)(6) 2026, the patient was brought to the emergency room (ER) of (B)(6) hospital (B)(6), where they were diagnosed with inflammation and infection at the pod site. Symptoms reported included redness, swelling, inflammation, pain, and a sensation of elevated temperature at the pod site. The patient¿s blood glucose level at the time was reported to be 10 mmol/l (180 mg/dl). The ER visit lasted approximately one hour, after which the patient was prescribed an antibiotic, co-amoxi mepha 1000 mg.

Manufacturer narrative:
The cannula assembly and bottom housing were inspected under magnification for manufacturing deficiencies that could cause the infection, skin swelling and irritation and no issues were found. Although the investigation found no evidence of any damage, the reported events could not be determined.